Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from back to back blood tests of 245 and 107 mg/dl. The customer's expected fasting blood glucose test result range is 105 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 101 mg/dl and 107 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is 11/06/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading erratic. Customer states the meter read 245mg/dl and 107mg/dl back to back fasting.